Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self-test, a21 error test and off no power test. However, unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr(gold). Motor passed motor test. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.